Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint that the heartstart xl+ defibrillator indicating that the device displayed a blurred monitor. The fse evaluated the device onsite and determined that the display assembly was malfunctioning. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6) 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused due to the malfunction of the display assembly. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device had reached the end of life and that replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a blurred monitor. There was no reported patient involvement.